Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 32 bd plastipak¿ luer-lok¿ syringes had a "pinkish tinge" through the plastic on the back of their packaging. The following information was provided by the initial reporter: "the affected stock is in the middle 1/3 of the shelf pack. Pinkish tinge which is noticeable on the back of the pack, through the plastic."

Event description:
It was reported that 32 bd plastipak¿ luer-lok¿ syringes had a "pinkish tinge" through the plastic on the back of their packaging. The following information was provided by the initial reporter: "the affected stock is in the middle 1/3 of the shelf pack. Pinkish tinge which is noticeable on the back of the pack, through the plastic."

Manufacturer narrative:
Investigation: a DHR was performed and no qn was raised for the past 12 months of the affected batch. One photo and 4 samples were returned for investigation in sealed package. From the photo, the printing information on the package is clear and legible, except color change in graphic printing. Written on the unit package 2 pieces were affected samples and 2 pieces were non-affected samples. The samples were subjected to visual inspection. No abnormality found on syringe printing and top web printing and the printing information on the package is clear and legible from the returned samples. The affected samples were observed to have color change in graphic printing. The complaint was confirmed but a root cause could not be determined as there were no abnormalities observed during production and there was no change in material used in the syringe.